Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. A reset was performed. No medical intervention or patient symptoms were reported. The patient would continue to be monitored.